Manufacturer narrative:
H6 investigation type and h6 component codes were updated accordingly based on the completed investigation. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 66-year-old male with an indication for impella support due to acute myocardial infarction and cardiogenic shock (ami/cgs) was supported with an impella cp (pc (B)(4)) placed via the right femoral artery on (B)(6) 2026 at 19:01. Overnight, the patient experienced an acute drop in platelets from 201 k/l to 18 k/l, with subsequent rise to 31 k/l the following morning. The managing physician suspected hemolysis versus heparin induced thrombocytopenia (hit). The patient had initially been on heparin and cangrelor, which were transitioned to argatroban overnight. The patient suspected hemolysis during impella support; however, clinical assessment did not confirm device involvement. The event resolved following management adjustments and device explant, with the patient surviving without documented long term sequelae.

Manufacturer narrative:
Additional information was received indicating that tissue plasminogen activator was administered via the purge. Purge flow and pressure did resolve.